Manufacturer narrative:
Product analysis: visual inspection did not identify tear or rupture. Functional evaluation of ibt did not identify leakage. Note: the returned ibt ruptured while functionally testing for leakage. No leak was identified prior to rupture.

Event description:
It was reported the 10mm balloon was placed into the vertebral body and inflated per labeling. The physician inflated the balloon to less than 2cc and pressure did not rise over 180 psi. The balloon burst inside of the vertebral body. No complaints to the patient or procedure were observed. No complications were reported and no fragments were left in the patient.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.